Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra aortic balloon (iab) was inserted through the sheath. The user tried to connect the pump tubing assembly compatible with the data scope ((B)(4)). At that time, the user noticed that the connector was "adversely" attached on "a side of the pump." The "luer" was inside the tube. After the event, the user pulled the connector out of the tube by hand and reconnected it to the tube properly. As a result, the pump tubing assembly was exchanged. There was no reported harm to the pt.